Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was no response from the keypad. The insulin pump had a blank screen. It would not switch on. The customer¿s blood glucose level was unknown. No further details were given. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump had unresponsive up button due to unlocked lcd keypad connector. Analysis was unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.